Event description:
The clinic reported that a laser vision correction patient presented with hyperopic overcorrection with slight astigmatism in both eyes post treatment. Patient reported having trouble with distance vision. Account reported there was loss of best corrected visual acuity (bcva). Pre op bcva right eye 20/20 left eye 20/20. Post op bcva right eye 20/40 left eye 20/40.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.